Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, after insertion, the vat rn was attempting to deploy the guidewire-upon deploying the guidewire the catheter would need feed over the guidewire¿the nurse tried to retract the guidewire, but it wouldn¿t retract. Upon removal, she noted that the guidewire was coiled at the end of the catheter and the catheter was crinkled. There was no variation or deviation from insertion practices that were identified, as multiple vat rns were present. Patient was stuck again. No other information was provided.